Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the review of the black box data showed no evidence of short battery life. Multiple call service alarms cs128-00080 and cs128- 00088 were observed, where the secondary codes of 00080 and 00088 were defined as motor error flags. During the actual testing, the pump powered up correctly; however, upon the first rewind attempt, the pump alarmed with a cs128-00080 making it impossible to perform further testing steps and to adequately investigate the reported short battery life complaint. Upon removal of the pump cover, a printed circuit board inspection revealed evidence of moisture-induced corrosion on a d4 component which is part of the motor boost regulator circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.